Event description:
A report was received from the (B)(6) medical center that a vantage grab 'n go oxygen cylinder that was placed unattended and unsecured in a hallway was knocked over by an employee pushing a cart on (B)(6) 2012. The vantage grab 'n go is a class I valve integrated pressure regulating device, which is screwed into an aluminum high pressure gaseous medical oxygen (B)(4) cylinder. The event resulted in a cylinder breach and small flash fire at the point at which the aluminum cylinder was breached, which was quickly self-extinguished once the oxygen was dispersed. There were no personal injuries, but there was some physical damage to the hallway area around the cylinder.

Manufacturer narrative:
Based on further analysis by praxair, the company has identified an o-ring that fits between the cylinder and the valve integrated pressure regulating device as potentially contributing to this event, but the company's investigation is not yet complete.